Event description:
The reporter stated that a 62 year old male experienced a rash on his whole body and difficulty breathing 20 to 30 minutes after his first application of poligrip s denture adhesive. The reporter stated that the consumer applied the product to his dentures, inserted them in his mouth, then immediately removed his dentures and rinsed his mouth because he did not like the odor of the product. Approximately 20 to 30 minutes later a rash appeared and dyspnea occurred. The consumer sought medical treatment at a nearby hospital where he was administered solu-cortef i.v. (Hydrocortisone sodium succinate), kyominotin i.v. (Glycyrhizin, aminobutyric acid, cysteine), tathion i.v. (Gluathione), polaramine i.v. (Chlorpheniramine maleate), acelart i.v. (Liver extract flavin adenin dinucleotide), vita c.i.v. (Ascorbic acid), lactated ringer's solution and an infrared light irradiation treatment. Testing revealed an elevated ige level (938/ml). The consumer was released with the medications daren (emedeastine difumarate) and jumihaidokuto (chinese herb medicine), and rclar (deprodone propionate) and paldes (clobetasone butyrate) for external use.